Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, that the pump was continuously alarming for low cartridge despite changing the cartridge and inserting a filled cartridge. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: a review of the black box indicated one ¿low cartridge¿ alarms occurred on the complaint date; the amount of insulin remaining in the cartridge at that time was 20units. The patient settings in the pump indicated the ¿low cartridge¿ alarm setting was set to 20 units, indicating the alarm was emitted appropriately. On (B)(4) 2016 at 6:41am a call service 088 alarm was observed in the black box, following by a call service 052 and 054 alarm. During investigation the pump was exercised until 20units of insulin remained in the cartridge, at which point the pump appropriately emitted a ¿low cartridge¿ alarm. The cartridge was removed and it was visually confirmed that there were 20units remaining in the cartridge. The pump successfully completed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.